Manufacturer narrative:
Concomitant medical product: 429688 lead implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy pacemaker (crt-p) exhibited "fairly rapid" battery depletion as a result of the high rv pacing threshold. The crt-p was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.